Event description:
(B)(4). It was reported by the consumer that the 9781-1 shower chair seat cracked in the middle, resulting in a slight cut, soreness and pain. The user has a blood illness and she is anemic.